Manufacturer narrative:
The getinge service territory manager (stm) that encountered the issue found that when k1 was open, the helium would bleed out of the relief valve (cv2) regardless of the position of k2, indicating an over-pressure in the main helium regulator. The stm replaced the helium regulator assembly and completed a full calibration. The autofill calibration stabilized with the new regulator. The stm completed all safety, functionality and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. (B)(6).

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) , the helium regulation of the cs300 intra-aortic balloon pump (iabp) was malfunctioning and while performing autofill calibration, the results were not consistent. There was no patient involvement, and no adverse event reported.